Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify failed battery test or pump error 53 due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received software error detected alarm and then failed battery alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the receiving a failed battery alarm with each new battery insertion. Customer cleared the failed battery alarm and insulin pump went back to the medtronic logo then the failed battery alarm popped back up on the screen. Contacts were not missing, damaged, or corroded. Customer stated that the battery compartment and spring were neither damaged nor corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.